Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was 45 mg/dl at the time of incident. The customer's blood glucose was below 200 mg/dl at the time of call. The representative stated that the customer's blood glucose got corrected to 95 mg/dl after the low blood glucose episode. The insulin pump will not be returned for analysis.